Event description:
Related manufacturer reference number: 2017865-2023-43020 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and the atrial (ra)lead also mode switch was also noted. Programming changes were performed to resolve the issue. There were no patient consequences.